Manufacturer narrative:
H6: investigation summary: the customer reported that the connector separated from the set and returned one used sample of material #30262e. The sample did not have a piece come off, but was actually misassembled. The set contains a female luer, tubing into one samrt site, tubing into a second smart site, and then tubing into the male luer. This sample matches that description up until the male luer. Instead of a male luer, there is a third smart site attached that is facing the wrong direction. Manufacturing conducted an investigation and found the root cause to be that the operators didn't use two of the fixtures correctly during the assembly process. A quality alert will be generated and the personnel will be refreshed on the assembly process. A device history record review for model 30262e lot number 21029606 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported when using the 40 inch ext w/2 vlv ports there was component separation. The following information was provided by the initial reporter. The customer stated: "the connection came off extension set. There was no clamp slide on the alaris set."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the 40 inch ext w/2 vlv ports there was component separation. The following information was provided by the initial reporter. The customer stated: "the connection came off extension set. There was no clamp slide on the alaris set."